Manufacturer narrative:
The investigation of this complaint has been completed. It is based on an evaluation of the event log and complementary written information. The failing control pc board was not returned. Evaluation of the received log confirms a single occurrence of the reported technical error and a stop of ventilation on the date of event during ongoing ventilation. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing sub-systems. There was no patient harm. Our field service engineer performed two successful pre- use checks on-site and simulated use ventilation was run for 6 hours without any problems encountered. The ventilator unit was thereafter returned to use, i.e. No parts were replaced in the ventilator. If the event appears during ventilation, ventilation will stop and the technical error will be notified to the user by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter is that the reported technical error and a stop of ventilation occurred. The cause for the issue could not be established due to lack of goods.

Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. There was no patient harm. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.